Event description:
As reported: on the flotrac set without vamp the tube that connects to the flotrac is totally off. It looks like it has been cut off or sliced off from the transducer. It's the piece where the blood sampling takes place. The flotrac set was never used on a patient because the problem was noticed before use.

Manufacturer narrative:
Customer report was confirmed. Kit appeared not used. No visible fluid was found inside the kit. Pressure tubing was found broken from solvent bond joint with female connector that was attached to flotrac zero-stopcock. Tubing was bent near the point of damage. Cross surfaces of broken tubing appeared uneven and rough. Device history review is pending. A follow up will be submitted when received.